Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located in the moderately calcified and severely tortuous right coronary artery. An attempt was made to advance the 3.0x38mm ion stent to the target lesion, but it would not cross. Upon removal of the device, flared stent struts were noted in the middle of the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient status is ok.